Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-12. The rep indicated that the system was discarded. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. There was an infection at the ins and lead. There was a total system explant. A neurosurgeon removed it and the infection was confirmed. However, the strain was unknown. The rep is under the impression that the infection was gradual and led them to going to the hcp. The patient experienced tenderness and pain at the pocket. The patient had the system removed on (B)(6) 2018, but it was unknown when the pain and tenderness started. The rep knew on (B)(6) 2018 that the patient went to the emergency room (ER) but they didn¿t know on 2018-dec-10 what had occurred. No further complications were reported/are anticipated.